Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A5, a5: patient weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand hydroseal bandages extra large 3ct USA 381371174003 8137117400usa, lot number ni. D4: 510(k) exempt device I complaint. Upc 381371174003, lot number: ni, expiration date: na. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: e1704 refers to the consumer alleged burns; e2402 refers to the consumer misused the product to cover ¿bite¿ wound. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mother reported her 22-year-old daughter used one extra large band aid brand hydroseal bandage for a ¿bite¿ wound on (B)(6) 2026, the next day on (B)(6) 2025 her daughter¿s ¿skin got burns¿. The consumer stated that the daughter sought medical attention and visited her heath care professional (hcp). Hcp prescribed unspecified steroids for treatment.